Event description:
Patient underwent primary right total knee replacement without complications and apparently was awake in the pacu prior to transfer to a med/surg floor. She was started in the pacu on 0.1% bupivicaine with 20% hydromorphone by means of an epidural pump at approximately 6:00pm at a rate of 10ml/hr. She was found unresponsive at 1:43am and noted to be in asystole. An overdose of anesthetic could not be ruled out. The pump's history showed that 75.7 ml had been infused but only 100ml of the 250ml bag were left suggesting a 150ml infusion. Pump program history showed settings to be appropriate.